Event description:
Pacemaker (pulse generator) explanted subsequent to fractured lead wire. Oversensing. Ventricular lead failure. No injury to pt, but did require add'l surgery to remove and replace.